Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's aided threshold levels have become worse than last follow up appointment.there is no history of any head trauma or injury. There was no swelling or redness at the implant site. There is no history of high grade fever or any other medicalproblem that may have damaged the implant.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary.

Event description:
The patient's aided threshold levels indicate a decline in hearing performance. There is no history of head trauma or injury and no illness reported. There was no swelling or redness at the implant site noted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's aided threshold levels indicated a decline in hearing performance. There is no history of head trauma or injury and no illness reported. There was no swelling or redness at the implant site noted. The patient was re-implanted.